Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. Critical ram parity error occurred in address 0f 61 on (B)(6) 2016. Por severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that the patient came into the office feeling unwell. It was noted at that time that a power on reset (por) had occurred on the implantable pulse generator (ipg) which had set the device to vvi-65. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.